Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with shortness of breath and tea colored urine. An echocardiogram (echo) performed by the hospital had demonstrated that the left ventricle (lv) was enlarged and the device was not offloading the lv. The pt's lactate dehydrogenase (ldh) increased to 2000+ and there was also an increase in plasma free hemoglobin. The pt was admitted and placed on heparin. The pt was then placed on extracorporeal membrane oxygenation (ECMO) and expired from cardiogenic shock.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.